Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a crack on the mixing syringe barrel. The reported condition was verified. The cause is attributed to a supplier issue in the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of an empty syringe for a floseal device was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.